Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: ~ 2 months ago started. Product code for this device is nbw.

Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2014). The patient¿s meter has been returned on 8/19/2014 and evaluated by lifescan product analysis on 11/26/2014 with the following findings:error message 1 is observed in the error log, but error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have a worn/faded label that was hard-to-read. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.